Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Initial reporter phone#: (B)(6). Additional initial reporter e-mail: (B)(6). Investigation summary: customer returned one (1) loose 31gx6mm, 0.5ml bd insulin syringe. Customer mentions that inserts the needle, but cannot make the aspiration, "the liquid does not come, it seems that the plunger gets hard," reported. The returned syringe was examined, then tested for flow and plunger rod movement: the plunger rod was able to move properly, and the syringe was able to draw and expel properly. Since no evidence of manufacturing defect was observed the alleged issues could not be confirmed. A review of the device history record was completed for batch# 8043589. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that before use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with aspirating the liquid into the vial. The following information was provided by the initial reporter, translated from (B)(6) to english: difficulty aspirating the liquid into the vial. Customer mentions that inserts the needle, but can not make the aspiration, "the liquid does not come, it seems that the plunger gets hard," reported.